Event description:
During follow-up, myopotential oversensing was observed. Abbott technical support was contacted and suggested reprogramming the device to resolve the event. No intervention has been performed. The patient was in stable condition and will continue to be monitored.